Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient experienced symptoms of cloudy urine beginning on (B)(6) 2026 but did not report this to the peritoneal dialysis registered nurse (pdrn) until (B)(6) 2026. The patient subsequently passed away on (B)(6) 2026. Additional information was obtained through follow-up with the patient¿s pdrn. The patient began to experience symptoms of severe abdominal pain, nausea, vomiting, and cloudy pd effluent on (B)(6) 2026. The patient did not notify the pdrn until (B)(6) 2026. The patient was seen in the pd clinic on that date where pd cultures were obtained. The patient was diagnosed with peritonitis and was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). The culture resulted in negative growth after 5 days. The white blood cell count was (B)(6). The cause of the peritonitis is unknown. The patient did not report any cassette leak or other issues with treatment. The day after the patient¿s peritonitis diagnosis ((B)(6)2026), the patient was at home and went into cardiac arrest. The patient was not in active treatment at the time of the event. Emergency medical services (ems) arrived and transported the patient to the hospital, however; the patient could not be resuscitated. The patient was pronounced deceased at the hospital. The cause of death is unknown, however; the pdrn reported the death is not related to pd therapy or the use of any fresenius products, drugs, or device malfunctions or deficiencies. There is no documentation to show any relationship between the peritonitis and the patient¿s cardiac arrest and death.

Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient experienced symptoms of cloudy urine beginning on (B)(6) 2026 but did not report this to the peritoneal dialysis registered nurse (pdrn) until (B)(6) 2026. The patient subsequently passed away on (B)(6) 2026. Additional information was obtained through follow-up with the patient¿s pdrn. The patient began to experience symptoms of severe abdominal pain, nausea, vomiting, and cloudy pd effluent on (B)(6) 2026. The patient did not notify the pdrn until (B)(6) 2026. The patient was seen in the pd clinic on that date where pd cultures were obtained. The patient was diagnosed with peritonitis and was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). The culture resulted in negative growth after 5 days. The white blood cell count was 8,907. The cause of the peritonitis is unknown. The patient did not report any cassette leak or other issues with treatment. The day after the patient¿s peritonitis diagnosis ((B)(6) 2026), the patient was at home and went into cardiac arrest. The patient was not in active treatment at the time of the event. Emergency medical services (ems) arrived and transported the patient to the hospital, however; the patient could not be resuscitated. The patient was pronounced deceased at the hospital. The cause of death is unknown, however; the pdrn reported the death is not related to pd therapy or the use of any fresenius products, drugs, or device malfunctions or deficiencies. There is no documentation to show any relationship between the peritonitis and the patient¿s cardiac arrest and death.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis, and the utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The pd cultures resulted in negative growth, unfortunately, pd-fluid cultures do not always yield an organism in patients with clinical findings of peritonitis. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained with other causes being infection with fastidious bacterial organisms, acid-fast bacilli (afb), or fungal organisms. Although the cause of the peritonitis event was not determined, most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Additionally, the report of the patient¿s cardiac arrest and death was documented as not being related to the patient¿s dialysis therapy or the use of any fresenius products, drugs, or device malfunctions or deficiencies. Dialysis patients are at extraordinarily high risk for death with cardiac disease being the major cause of death and the single, largest, specific cause of death being attributed to arrhythmic mechanisms or sudden cardiac arrest (sca). The patient was not in active treatment at the time of the event. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Manufacturer narrative:
Additional information provided in d9 and h3. Correction provided in e1. Plant investigation: the complaint sample used by the patient was not available for physical evaluation by the manufacturer. Since the lot number of the product involved was unknown, a search was conducted in the system for lots delivered to the customer within the three-month period prior to the event date, in order to verify product availability for alternate samples at the distribution centers. From the lots identified, lot 25jr08084 was found to be available for return. Therefore, one case from this lot was requested to be returned and will be considered as a potential lot to attempt confirmation of the reported event. The alternate samples were received, as requested. The original package was identified with product number (B)(4) and lot number 25jr08084. However, only one sample will be analyzed and tested in relation to this complaint. The alternate product sample was visually inspected. No issues were observed: the line showed no damage, the cassette had no tears, and no other conditions were noted that could result in peritonitis. The cassette set was found to be in the expected condition. A functional test was performed on the alternate product samples using cycler machine lc013024. During testing, no air bubbles, alarms, leaks, or other anomalies were detected. After completion, the cassette was removed from the cycler and no moisture was present. The test was successfully completed. During the DHR (device history record) review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description. The event was not confirmed based on the sample evaluation; the returned sample was scrapped after evaluation.